Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic gastric bypass, while on the first or second firing, the first few pins popped out on the two reloads and the device could not fire. In order to resolve the issue, a new product was used to finish the procedure. There was no patient injury.